Manufacturer narrative:
Event site postal code: (B)(6). UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon was inserted on (B)(6) 2024 at 1910. The following morning at 0615 ((B)(6) 2024), there was a gas leak alarm and blood was observed inside the helium tubing. The doctor was informed and the pump was switched off at 0630. Due to the resistance, the iab could not be removed. Within 20 minutes, the patient was sent for surgery to remove the iab. It was at this point iab rupture was observed. There is no new iab inserted as the patient was fine. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: d9 (return to manufacture date), h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: d4 (UDI). The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and a leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.089cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).